Event description:
Reporter called and stated her test strips may have been damaged. Test strips are incompatabile with meter. When she tried to pull the strips out it separted. No furthur information provided.